Manufacturer narrative:
H.6. Investigation summary: material #: 367815. Lot/batch #: 2201012. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes of additive abnormality and foreign matter were observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was observed while the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality and foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the customer indicated bd vacutainer® serum blood collection tubes appeared to be discolored and contain a residue within the tube. The defects were identified prior to use, and no impact to patients was reported. The following information was provided by the initial reporter. Customer states tubes exhibit discoloration and residue.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the customer indicated bd vacutainer® serum blood collection tubes appeared to be discolored and contain a residue within the tube. The defects were identified prior to use, and no impact to patients was reported. The following information was provided by the initial reporter. Customer states tubes exhibit discoloration and residue.